Manufacturer narrative:
The lens was received loose in the pouch with visible dried solution on the lens optic. The lens appears to have been used. The haptics of the lens were found bent. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.

Event description:
The haptic of the lens was found damaged upon opening the lens carrier.